Event description:
The customer reported that the system files were corrupt and it would not boot. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software and calibration and calibration files were reloaded. The system was tested and found to be working as intended and put back into service.